Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with noise being oversensed. Lead revision was performed. Later, the patient came into the clinic due to beeping and atrial lead alert trigger again. Boston scientific technical services (ts) discussed troubleshooting measures as well as the possible reasons these observations occurred. The source of these observations was not determined. At this time, the issue remains ongoing. The system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was obtained indicating the system still exhibited the same field observations. The crt-d was explanted and replaced. After the physician closed the pocket with the new device and the ra lead, the noise returned and the pacing lead impedance measurements spiked above 2000 ohms. The pocket was reopened and found out that the ra lead was fractured which was confirmed upon fluoroscopy. The ra lead was surgically capped as it was destroyed during attempt to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.